Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during procedure, interrogation was performed after the procedure and mode switch was noted. Programming changes were made to resolve the issue. Further review of session record from previous follow up also showed loss of capture on the device. The patient was stable. No further information is available at this time.